Manufacturer narrative:
The lot code provided was for a product that contained u by kotex security. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated the u by kotex security tampon fell apart and elongated. She experienced pain, discharge, and irritation. She sought medical assistance.